Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge came off of the pump during basal delivery. Cause was unknown. A cartridge change was performed to address the issue. Customer's blood glucose level was 317 mg/dl.